Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised. Metallosis was discovered intraoperatively. Update litigation alleged the asr hip was explanted due to severe metal poisoning, metallosis, and metal debris within the joint space.

Event description:
Patient was revised. Metallosis was discovered intraoperatively. Update (B)(4) 2013 litigation alleged the asr hip was explanted due to severe metal poisoning, metallosis, and metal debris within the joint space. Updated dob doi. There is no new information that changes the outcome of this investigation. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised. Metallosis was discovered intraoperatively.